Manufacturer narrative:
08-aug-2023 information received states this previously capped lead was explanted during upgrade to crt-d system on (B)(6) 2023, and there also was high lead impedance and high threshold before capping on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
08-aug-2023 information received states this previously capped lead was explanted during upgrade to crt-d system on (B)(6) 2023, and there also was high lead impedance and high threshold before capping on (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The analysis showed that the insulation and conductor coil were found squeezed and damaged 27 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.